Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported there was no effect to patient. They were able to re-start, registration was saved and there was no issue with accuracy. Software review found there was no selection for 2.2.7, which was the version reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Investigation results submitted on the initial report. "Software review found there was no selection for 2.2.7, which was the version reported." This statement was a note to the internal medtronic software team and not a relevant part of the investigation for this report. Software log files were analyzed. The logs do not contain anything that specifically indicate why the system unexpectedly exited. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, frameless operation for depth electrodes, the system's navigation system unexpectedly exited the cranial 2.2.7 software with no prompting. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.